Event description:
It was reported that there was a venous perforation at the access site. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. After the closure device was implanted the patient had a venous bleed at the access site. The patient's hemoglobin dropped from 10.2 to 6.7 and the patient was given 2 units of blood. The patient underwent a surgical repair to repair the perforation. The surgery was successful, and the patient was doing well following the treatment. There were no other complications that were reported to have occurred, and the patient is scheduled to be discharged from the hospital.

Manufacturer narrative:
H6 patient codes: pseudoaneurysm e0513 added.

Event description:
It was reported that there was a venous perforation at the access site. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. After the closure device was implanted the patient had a venous bleed at the access site. The patients hemoglobin dropped from 10.2 to 6.7 and the patient was given 2 units of blood. The patient underwent a surgical repair to repair the perforation. The surgery was successful, and the patient was doing well following the treatment. There were no other complications that were reported to have occurred, and the patient is scheduled to be discharged from the hospital. It was further reported that the patient also experienced a pseudoaneurysm.

Event description:
It was reported that there was a venous perforation at the access site. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. After the closure device was implanted the patient had a venous bleed at the access site. The patient's hemoglobin dropped from 10.2 to 6.7 and the patient was given 2 units of blood. The patient underwent a surgical repair to repair the perforation. The surgery was successful, and the patient was doing well following the treatment. There were no other complications that were reported to have occurred, and the patient is scheduled to be discharged from the hospital.